Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was found in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.